Event description:
It was reported, "defective tubing - hub snapped off during the case and the contrast was spraying everywhere"

Manufacturer narrative:
A distributing facility reported on 6/23/2023 that "defective tubing - hub snapped off during the case and the contrast was spraying everywhere." The sample was requested and received on 7/13/2023. Deroyal industries requested that the initial reporter and distributor, medline, reach out to the user facility to gain further information on the incident. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once more information becomes available.

Manufacturer narrative:
Deroyal industries requested that the initial reporter and distributor, medline, reach out to the user facility to gain further information on the incident. However, medline was not able to gain any further information from the customer who had the issue. Deroyal checked work orders, current inventory, failure modes and effect analysis (fmea's), and corrective actions and preventive actions (CAPA's) and all were found to have no issues and no open actions. The sample returned was decontaminated and inspected. It was noted that the rotator of the tubing had fallen out. Production records were reviewed and both in-line and final inspections were noted to have passed. Hydrostatic tests were also noted to have been within range. (B)(4). Root cause: because no abnormality could be found based on the investigation of the sample returned and inspection of production records, the root cause was unable to be established. Corrective and preventive actions: because no root cause could be established, no corrective or preventive actions were taken. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if more information becomes available.